Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On (B)(6) 2026, the cgm reading was 400 mg/dl, and the patient experienced shaking, and was feeling very weak. No fingerstick was taken but an ambulance was called. When a fingerstick was taken by the paramedics, the blood glucose reading was 40 mg/dl, but the cgm reading was not checked. The patient was treated with intravenous glucose, two cans of sodas, and a sandwich. No further medication was necessary, the patient was not brought to the hospital, and the paramedics left after 30 minutes. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.